Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1836, awareness date 25-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted (B)(6) 2008. She stated that during procedure, doctor could not get the left side in right and she ended up using a mallet to hammer it in her. Within 1 month she was having pain issues. She was healthy before essure and had given birth to her twin boys 17 months prior. She had cramping, sharp/stabbing pelvic pain, abnormal menses, period stops, ovarian cysts, bacterial vaginosis, constant spotting, discharge (odor/no odor), hot flashes, cysts at the vaginal opening (bartholin's cyst), excessive bleeding during period (menorrhagia), painful ovulation (mittelschmerz), night sweats, loss of libido, bleeding/spotting after sex, painful periods, (dysmenorrhea), painful intercourse (dyspareunia), bleeding between periods (menorrhagia), incontinence, long menstrual cycles, sexual dysfunction (unable to orgasm or feel pleasure), lack of menstrual cycle (amenorrhea), yeast infections (candida), urgent/frequent urination, uti (urinary tract infection), bladder infection, cervicitis/vaginitis (swelling, inflammation, infection of the cervix or vagina), itching, burning, stinging, stabbing of vaginal entrance/vulvodynia, breast pain/tenderness, abdominal spasms/ twitching/ fluttering, pain back, joint, chest, leg, breast, neck, spine, hip, chronic pelvic pain, all over body aches/pain, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues, headaches or migraines, dizziness, tingling sensations, numbness, nerve pain, brain fog - cloudiness, forgetfulness, anxiety/panic attacks, mood swings, symptoms depression (sadness/suicidal thoughts), ringing in ears (pulsatile tinnitus), black out spells/ fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness in thigh (meralgia parethetica), numbness/tingling in extremities (hands/feet), sensation of burning, stinging, tickling or prickling of skin (paresthesia), tremors/shakiness, anemia, iron deficiency, low ferritin, vitamin d deficiency, unexplained/easily bruising, vitamin b-12 deficiency, inability to maintain blood sugars (hypoglycemia), fibromyalgia, chemical and food sensitivities, metal allergies (nickel), heightened allergies/ allergic reactions, food allergies, gluten sensitivity, hives, rashes, acne, skin irritation/itching, swelling of legs or feet, hair loss and changes, hair growth in new places, dental issues, insomnia, seroma, gallbladder issues, (gallstones/removal), liver problems, weight issues (loss/ gain), adhesions (scar tissue in abdomen), swelling/numbness in jaws/lips, unexplained fevers, muscle spasms, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin, dry hair, dry eyes, severe bloating, blood in stool, ulcerative colitis. She stated that she was not asked if she was allergic to nickel (she knew that she was at time of procedure). On (B)(6) 2015, at (B)(6), hysterectomy was done and essure was removed. She stated that's she was still suffering from the chronic diseases caused by essure. Follow up received on 17-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and quality deficit is excluded. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted on (B)(6) 2008. She reported serious events upon insertion including pelvic pain, change in menstrual pattern and allergy to metals. On (B)(6) 2015, hysterectomy was done and essure was removed. These events are listed according to reference safety information for essure. Given suggestive temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since an intervention was performed; this case is regarded as incident. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Correction on 27-nov-2015 following company internal coding review. The event swelling jaws/lips was split into meddra llts bone swelling and swelling lips and the event hair changes / hair growth in new places was split into meddra llts hair disorder nos and hirsutism.